Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin squirted out of the tubing during manual prime. The customer's blood glucose was 243 mg/dl at the time of the incident. During troubleshooting, the customer changed the infusion set and reservoir, but insulin continued to drip after letting go of the act button during prime. The customer indicated the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no act, escape, down and up buttons response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime fill anomaly and possible temporary vent anomaly due to buttons not responding. No numbers scrolling during our testing noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.